Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400's mg/dl (the customer could not recall the exact value) and 194 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.